Event description:
Device did not function as expected. It was reported "upon using the calcar planer to prep the femur, the pt's lateral proximal femur was fractured (comminuted) during a total hip procedure. The surgeon then wired the fracture together and continued with the total hip replacement."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events were part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (device did not function as expected) and product code lxh.